Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the implant procedure, an out of range/low impedance measurement was obtained when the extravascular lead (evl) lead was connected to the device. The rotation of the lead was readjusted and the impedance measurements were within normal limits. High thresholds were also observed. The physician thought that impedance measurement was likely due to the effect of saline that had dripped into the area. The ev lead was implanted and will be monitored. There were no patient complications as a result of the event.